Event description:
Terumo received the following reported information: a physician reported that during an endoleak embolization procedure performed the previous week, a therapeutic agent (onyx) was used. During injection, the progreat lambda microcatheter split. As a result, non-target embolization occurred. No blood loss occurred.